Event description:
It was reported that the apix table will not move. It was noted that there was no motorized movements. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an investigation. Based on info provided the following component has been ordered. Interface board pcb. It is believed that once the identified component is replaced, the reported issue will be addressed. If any additional info is received that indicates otherwise, a follow-up report will be submitted as required.